Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported that ever since a recent unrelated back surgery, they have noticed pain in their buttocks at their implant site. Pt said when they push on the implant, it hurts more. Pt said they know that the implant has moved, and their back surgery may have caused it to move. Pt said they had an x-ray that showed the implant moved 4.2 centimeters. Pt also said that since the back surgery, charging the implant has taken a longer time and they have had to continually reposition the recharger. Pt said it's taken them between 2 hours-4.5 hours, to charge and one day weren't able to charge at all because they were continually being told to reposition the recharger. Pt said today, their ins is showing 0% and they aren't feeling any pain so they wonder if they need to use it. The recharger was replaced as a preventative measure.